Manufacturer narrative:
Evaluation summary: this report is based on information provided by medtronic investigation personnel. The bravo device was received for evaluation. The returned sample met specification as received by medtronic. The visual inspection found the device to be broken due to user mishandling. The customer reported they had a failed to attach procedure. The reported condition was confirmed. The investigation of the returned equipment identified that the plunger is not connected to the handle and broken - this is due to user mishandling of turning the handle more than 1/8 of turn. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. The user has contradicting the instructions for use (IFU). The IFU states: pressing down on the plunger too slowly may result in the capsule not properly attaching to the patient¿s esophagus or not detaching from the delivery device. Do not rotate the plunger while depressing it!. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule, which failed to attach. There was no harm to the patient, no intervention was required, and a repeat procedure was performed. There was nothing unusual about the patient or the procedure and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal. No lubrication was used to facilitate placement of the capsule and the delivery system and the capsule will be returned for investigation.